Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2009, the patient underwent a right knee revision with tibial insert exchange to address dislocation, instability, and correction of patella bone fracture. The patient was post infection and an irrigation and debridement was also performed. The patella fracture was indicated as happening on the day of the procedure due to a fall. It is noted the previous operative note also indicated a patella bone fracture that was not addressed at the time of the first procedure. The surgeon indicated partial expulsion of the tibial insert. The patella component was well-fixed and retained. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.